Manufacturer narrative:
The manufacturing date could not be located in the manufacturing database.

Event description:
It was reported that there was a right atrial (ra) lead warning for high impedance. It was noted that the impedance had been high chronically but is still sensing an intrinsic p-waves. The lead remains in use. No patient complications have been reported as a result of this event.